Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the hospital unit exhibited error message on the screen. The unit was rebooted. It is a known technical issue for the hospital unit. The alleged unit was replaced with another model.